Manufacturer narrative:
No pt information as no pt was involved in this concern. The device has not been returned to the manufacturer for evaluation. A replacement device was sent to the site to resolve the issue. The medtronic rep at the site stated that the site was unaware that sometimes after draping a pt, it is necessary to adjust the emitter.

Event description:
A site rep reported that the axiem emitter looses its visibility after draping. There was no pt present.